Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the supply line of a homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there was a leak due to a loose connection between the supply line and the bag. The patient ended the therapy and was going to re-start when ready. There was no patient injury or medical intervention associated with this event. No additional information is available.